Manufacturer narrative:
This issue is deemed a reportable event since the malfunction [?]oxygen supply failed" can lead to a delay in the therapy since the ventilator cannot be used. Another ventilator must be made available. The root cause of the ventilator was a leaky o2-inlet filter (o-ring/filter damaged or not properly mounted). Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton fm 653570 rev. 01 medical page 4 of 5 investigation report (remediation) confidential complaint (B)(4).

Event description:
Customer reported problems with alarm "low oxygen" during transport of patient (B)(6). There was o2 in the bottles in the ambulance. Please review the log files.